Event description:
Healthcare professional reported approximately 9 months after injection to the nose of juvederm ultra plus and juvederm voluma, patient developed "redness at the injection site". Patient was treated with hyalase.

Manufacturer narrative:
(B)(4). Attempts to follow up with the injecting healthcare professional have been unsuccessful, therefore information such as the device lot number is unavailable at this time. Device labeling: undesirable effects: the patients must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection.